Manufacturer narrative:
The investigation determined the event was due to a combination of the issues found by the field service engineer and poor sample pre-analytics. Correct pre-analytic sample handling is within the customer's responsibility.

Manufacturer narrative:
The calcium reagent lot number was 803015. The creatinine reagent lot number and the expiration dates were not provided. The field service engineer found white deposits on the sample probe. He replaced and adjusted the probe and verified the washing station and vacuum bottle were acceptable. The customer performed calibration and qc which were both acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas c 503 analytical unit. Example 1 initial calcium gen.2 result was 1.63 mmol/l and the repeat result was 2.05 mmol/l. Example 2 initial cobas creatinine plus ver.2 assay result on (B)(6) 2024 was 172. Mol/l and the repeat result on (B)(6) 2024 was 93.1 mol/l. Example 3 initial calcium result was 1.92 mmol/l and the repeat result was 1.59 mmol/l. Example 4 initial calcium result was 1.77 mmol/l and the repeat result was 2.28 mmol/l.